Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced inflammation at their ipg site. In turn, the patient underwent surgical intervention. During the procedure, clear fluid was found at the ipg site. As a result, cultures were taken and the patient's scs system was explanted. Also, an allergy kit has been sent for the doctor to use on the patient.

Event description:
Follow-up revealed the allergy test results were negative. It was also reported the patient's condition has improved since explant and no further action will taken.